Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device exhibited premature battery depletion. Device replacement was recommended. This device was explanted and has not been returned for analysis. No adverse patient effects were reported.